Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
The 2x210 nanocross balloon catheter was placed in the anterior tibial artery which was heavily calcified. It was then inflated at 14 atm. After inflation, the balloon was deflated and withdrawn. During removal, no particular resistance was noticed, but the device was found broken out of the sheath at the proximal end of the balloon (hypo tube-shaft point). The distal part remained on the 0.014 guide wire in the proximal sfa, and was fully retrieved with a snare without any complications for the pt.